Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The customer was performing planned treatment/non-emergency treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the a small plastic cover from one of the elbows on the arm holding the lead shield came off. Review of system log file could not confirm the malfunction. Upon troubleshooting, fse replaced mavig x-ray shield missing covers. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that one of the elbows covers on the system's arm holding the lead shield came off. There was no reported patient or user harm. Philips has started an investigation of this complaint.